Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had cracks in the top case, damage to the right plunger, and a missing case seal. Review of the device data log noted a motor rate error. Functional tests included occlusion testing. Occlusion testing verified the motor rate error. Further evaluation noted that the motor assembly was old, dirty, and worn out and the worm coupling facets were old and covered in grease. The worn parts were replaced to resolve the motor rate error and the pump passed functional and delivery testing. Based on the evidence, the complaint was confirmed. The root cause was likely due to normal wear.